Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that the patient was having a pump refill on (B)(6) 2018. It was noted at that point the patient had flex dosing, which was changed by a doctor. It was noted that it was either increased or decreased, but the consumer was unsure which. It was stated that according to the patient, the pump had three weeks to run before it was due for a refill. It was noted that this was quite typical for the doctor's "normal treatment of pump patients." The doctor did a refill and found that the pump was empty, however the patient said she did not hear the sound of any alarms. The patient said she could feel therapeutic benefit from the drug in the pump since it had been refilled because she found it was easier to walk. At the time of the report the issue was not resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Event description:
Additional information was received via follow-up. It was reported that according to the patient, her walking became slightly worse and because she hadn't heard any alarms she thought that her symptoms were getting worse because she was on a trip and she had increased her daily walking levels. It was indicated that the doctor and patient expected some drug to be in the pump but the exact amount was unknown. It was thought that the pump was completely filled by the doctor at the previous refill and it was unknown if whether it was confirmed that a pocket fill did not occur. The daily dose of baclofen was 85 mcg/day. The patient was unaware if any other volume discrepancies had occurred in the past.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was delivering baclofen [1,000 mcg/ml] as of 2018-dec-10. The refill date at which the pump was found empty was reported by the patient to be (B)(6) 2018. As of 2018-dec-20 the patient had not been symptomatic.